Event description:
Patient reported obtaining a result of 365 mg/dl, while using the suspect device. Pt indicated that, 2 minutes later, he retested his blood glucose, with a result of 30 mg/dl. Pt stated that, based on the unusual test results, he sought treatment at the hosp. Pt indicated that he was treated with insulin, while at the hosp, and prescribed a different diabetic medication. Pt did not provide duration of hospitalization, nor did he elaborate on additional treatment that my have been received. Pt's current condition: blood glucose continues to fluctuate. Pt reported that a level one quality control test was performed on the suspect device, approximately 1.5 months prior to the event; however, it is not known if the results fell within the acceptable range (as strip info was not provided). At the time of the report, pt no longer possessed the strips in use at the time of the event.